Manufacturer narrative:
No unexpected weak signal alarms or display anomalies were noted during testing. No unexpected audio/beep anomalies were noted. The audio/beep feature functioned properly during testing. The pump passed the off no power, unexpected restart, displacement, rewind, basic occlusion, prime, occlusion, excessive no delivery and self tests. The operating currents were within specifications. The pump had a cracked reservoir tube lip, minor scratches on the lcd window, a cracked case at the display window corner, scratches on the reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had several scratches on the display window. The customer reported that the numbers were hard to read. The customer also reported that the alarm sound was very low. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.